Manufacturer narrative:
Method - device not returned, f/u conversation with company rep.

Event description:
It was reported that a pt with multiple comorbidities underwent a kyphoplasty procedure that was scheduled for levels t12, l1, l2, l3, and l4. The physician was inflating the inflatable bone tamp at the third level treated and had begun to fill the second level treated with bone cement, when the anesthesiologist noticed the pt experienced a quick drop in blood pressure, and hypertension of the pulmonary artery, possibly signaling a pulmonary embolization. There was no balloon rupture or cement leakage. The pt was reported to have had a cardiovascular collapse. Hospital personnel turned the pt on her back and began resuscitative efforts that went on for one hour. The pt expired. Reportedly, the pt had a fatty embolization with tiny drops of cement in it. No other info is available.